Event description:
Caller reported that their pump was not charging and alleged that the pump would not turn on. There was no adverse impact to the customer's blood glucose level. The customer declined to continue troubleshooting and indicated they were using multiple daily injections to manage insulin. No additional information was obtained regarding the event.